Event description:
I recently purchased a slendertone women's flex abdominal toning sys belt. I read the entire instruction booklet and used the prod three times. On the third use, the battery light indicated low battery and then suddenly while I was wearing the slendertone belt, the unit made a huge "pop" sound and sent a large ems signal to my abdomen. It felt like a burn to my left side. As the explosion impact of the batteries was so great, I ripped off the belt immediately. With the belt off, I looked at the screen on the main unit of the belt and it had an error message on the screen. I hit the power button and the item would not turn back on. I took the batteries out of the unit and they were oozing acids - alkaline - which poured out onto my hand and blanket. The batteries were hot. Could you imagine how I felt at those moments. Totally shocked and stunned! Now I have acid on my hand from the batteries and my left side is still burning from the ems pulse the unit sent to my abdomen. After 30 mins of not wearing the belt, my left side still had a burn sensation and a large red mark. I hope the FDA would investigate the claims and distribution of the slendertone women's flex abdominal toning system belt as I feel it is not safe. Frequency: 3 uses. Dates of use: 2008. Reason for use: firm abs.